Manufacturer narrative:
UDI: unavailable. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision; asr xl - right; reason(s) for revision: component loosening (cup), pain, component malalignment, dislocations, alval / soft tissue reaction. Update 28 oct 2014 - confirmation of doi received = 16 july 2008.

Manufacturer narrative:
Depuy synthes or its employees that the report constitutes an admission that the if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Asr revision asr xl - right reason(s) for revision: component loosening (cup), pain, component malalignment, dislocations, alval / soft tissue reaction **update** 28 oct 2014 - confirmation of doi received = (B)(6) 2008. Update nov 17, 2017: email notification from (B)(6) received. Updated complainant information. This complaint was updated on nov 21, 2017 the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.